Event description:
During prep of the impella device, the catheter was not recognized by the console. Another console was attempted with no connection. The catheter was removed and replaced with a new impella catheter with no problems. The rep took the defective catheter for inspection by abiomed. Manufacturer response for catheter, catheter (per site reporter). Mfg notified by site.